Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. The right atrial lead was discovered to have dislodged. On (B)(6) 16 the lead was successfully explanted and replaced. The patient was in stable condition before, during and post surgery. The patient would continue to be monitored.